Manufacturer narrative:
Device common name: fad stent, ureteral. Product code: fad.

Event description:
According to the initial reporter "upon retrieval, the stent broke." It was further reported that the procedure was completed by pulling on stent until it finally came loose.